Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient that he is experiencing shocks, muscle spasms in his chest where his heart/pacemaker is. He went to the emergency room and they did tests and EKG and told him it was not his heart however they did not check the pacemaker with a programmer. Sensation does not happen all the time but can happen when moving or bending over. No further patient complications have been reported as a result of this event. It was later reported that the device had reached its elective replacement indicator (eri) and it was explanted. A new device was implanted. There were no patient complications reported as a result of this event.

Event description:
It was reported by the patient that he is experiencing shocks, muscle spasms in his chest where his heart/pacemaker is. He went to the emergency room and they did tests and EKG and told him it was not his heart however they did not check the pacemaker with a programmer. Sensation does not happen all the time but can happen when moving or bending over. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) battery depletion was normal.